Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: 11b10h25,with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering and dianeal therapy was ongoing. The nurse stated that the event of peritonitis was unrelated.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.